Manufacturer narrative:
It is unknown if the product met specifications as the product was not evaluated by a stryker representative. However, with the alleged condition the product would meet specifications as there were no defects alleged by the customer.

Event description:
It was reported that the mattress slides off the litter when transferring patients. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the mattress slides off the litter when transferring patients. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.